Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient could not remember when stimulation "stopped working" because she had other health issues. The patient stated her "wire is broken" and that she has had urinary tract infections. Additional information has been requested but was not available as of the date of this report.